Event description:
It was reported that the top of the backside screen is lifted up and the keyboard is broken and does not work all of the time. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the hinge plate was missing screws, the electrocardiogram (ECG) connector was loose and the right keyboard hinge was broken.